Manufacturer narrative:
(B)(4). Device was not returned to the complaints handling unit (chu) for evaluation. Neither device sample nor the tracking number was provided since the alert date of (B)(6) 2016. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and device will then receive a full evaluation. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. No device or the photo was provided; therefore the condition of the components is unknown. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was not returned for evaluation.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ds 2867-25-020 -- t20 hexalobe cannulated driver - broken tip during screw removal. Da 2770-20-030 -- t20 hex expedium driver - broken tip during crew removal. 1797-12-755 -- 7x55 expedium polyaxial screw - driver tip is broken in the screw head. 1797-12-055 -- 7.5x55 expedium polyaxial screw - driver tip is broken in the screw head. Per complaint form: both other the driver tips broke off in the head of the screws when attempting to back the screws out. The broken tips remained in the screw head and we removed the screws with a removal tool.